Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a 39-year-old female patient who had essure (ess205) (batch no. 508016) inserted for female sterilisation. The patient's medical history included multigravida, parity 3, dyspareunia, uterine fibroid, gastroschisis, tendon repair, knee operation, umbilical hernia repair, drug hypersensitivity, migraine headache, dysmenorrhea, chronic cervicitis, intramural leiomyoma of uterus and adenomyosis uteri. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), 11 years 7 months after insertion of essure (ess205). The patient was treated with surgery (total abdominal hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure (ess205). The reporter commented: right: 3 coils, left: 2 coils. Lot number: 508016, manufacturing date: 2005-04, and expiration date: 2007-03. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a 39-year-old female patient who had essure (ess205) (batch no. 508016) inserted for female sterilisation. The patient's medical history included multigravida, parity 3, dyspareunia, uterine fibroid, gastroschisis, tendon repair, knee operation, umbilical hernia repair, drug hypersensitivity, migraine headache, dysmenorrhea, chronic cervicitis, intramural leiomyoma of uterus and adenomyosis uteri. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), 11 years 7 months after insertion of essure (ess205). The patient was treated with surgery (total abdominal hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure (ess205). The reporter commented: right: 3 coils, left: 2 coils. Lot number: 508016. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 1-jul-2021: medical record received. Reporter information, patient middle name, demographic detail, medical history, product indication, lot number, reporter causality comment added. Previously reported event: medical device removal updated to event: menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 39-year-old female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 11 years 7 months after insertion of essure (ess205). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.